Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3: device disposition is unknown.

Event description:
It was reported that there was a revision surgery. The mtp staple was implanted but needed to be repositioned. When taken out and reloaded on to implant cartridge, the cartridge snapped and became unable to use.